Event description:
It was reported that the customer had been receiving multiple alarms since a recent battery change. Her blood glucose was 200mg/dl at the time of reporting. Troubleshooting was attempted, but the customer felt uncomfortable and preferred having the insulin pump replaced. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
No unexpected error alarms were noted. The insulin pump passed the self test and the reset error test. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot, a stained end cap sticker and stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.